Event description:
Customer reached out to us on (B)(6) 2019 letting us know she had tried the saalt cup for the first time. She stated that a friend had told her to remove the stem from the cup prior to use, so she did so before ever using the cup. When she went to remove the cup, she had difficulty removing the cup and ended up seeking medical help to remove the cup. The customer noted that they watched some (B)(6) videos, blogs, and visited our website to look for tips. Doctor who removed cup also discarded the cup. We offered additional removal tips after being notified and offered a refund for the purchase of the cup.